Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this patient reported having their right atrial (ra) lead and right ventricular (rv) lead recently replaced. The patient did not indicate why the leads were replaced nor did they say when this took place. Additional information obtained from the clinician indicated that the patient had intermittent exit block. A surgical procedure was performed to replace the atrial lead which was determined to have a micro-perforation and tamponade. The lead was also reported to have been oversensing. No additional adverse patient effects were reported.